Manufacturer narrative:
(B)(4). Incomplete/interrupted firing cycle. The ec60 device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties.

Event description:
It was reported that during a lap gastrectomy procedure, after cutting the stomach body, the surgeon has prepared the side to side gastrojejunostomy using a gold cartridge. At the first attempt, the firing handle was stuck leaving a 2mm of cut tissue. At the second attempt the firing handle stopped pushing the knife after 2/3 of its way leaving the last 1/3 open with some open staples. The surgeon has opened a new instrument in order to complete the anastamosis. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.